Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture. No intervention was performed and the lead was explanted for an unrelated reason. The patient condition was unknown.